Event description:
The reason for call was caller stated the ins was taken out because it was not functioning and the device was in the way of an area that pt needed surgery caller stated the electrodes were stuck in the spine so they could not be removed but they but took the leads out. Pt no longer has a managing hcp as the ins and leads were removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: neu_unknown_lead, serial# unknown, product type: lead; product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's family/friend regarding patient's neurostimulator (ins) that was implanted for post lumbar laminectomy syndrome and spinal pain. It was reported that one of the wires from the initial implant (near shoulder blade area) still implanted as well as surgical lead. The initial system (ins) was removed. Caller mentioned that she was told that just the tip of other lead is still in spine. Caller reported the following symptoms: seizure like activity, double vision, confusion, concern for possible stroke. The event date for seizure activity, confusion was provided as 2014. The event date for more confusion and double vision was provided as (B)(6) of 2016. Patient had not seen the pain doctor in a long time. Patient experienced loss of therapy and it was discovered that the lower lead broke loose and was coiled near patient's spine. Patient said that wire was removed except for a small part of it (per surgeon). The lead was removed and replaced. No trauma/falls/emi activity was reported.. No further complications were reported.